Manufacturer narrative:
(B)(6).

Event description:
The customer stated that from (B)(6) 2018, 9 calibrations were performed with the ca2 calcium gen.2 assay on the cobas 6000 c (501) module. The level 2 calibrator signal was lower than signals from calibrations performed before (B)(6) 2018. Controls were good during this period except for (B)(6) 2018. After calibrating the assay on (B)(6) 2018, the calibrator signal returned back to where it was prior to (B)(6) 2018. The customer then repeated samples that were first run during the period of (B)(6) 2018. Differences in results were found for many patient samples. The samples that were repeated on (B)(6) 2018 were also tested in another laboratory using another method and the results were similar to the repeat results from (B)(6) 2018. The customer provided data for a total of 128 patient samples. Of these, 37 had erroneous calcium results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. Calcium reagent lot number 324431 was used between 18-jul-2018 and 31-jul-2018. Calcium reagent lot number 337672 was used between 31-jul-2018 and 02-aug-2018. The reagent expiration dates were asked for, but not provided. The field service engineer determined that the vacuum tank was damaged. He replaced the tank.

Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions. The customer did not have any further issues after the service actions.